Manufacturer narrative:
Device received with a depleted energizer alkaline battery installed. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08745 inches. Device uploaded properly using carelink. Device had scratched case and a pillowing keypad overlay. Data analysis: (date of customer passing: (B)(6) 2019.) (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2019. The cause of death was blood cancer and diabetes. The caller stated that the customer had a fever that may have led to the customer's passing. The customer¿s blood glucose was 450 mg/dl at the time of admission. The customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The caller agreed to return the insulin pump for analysis.